Manufacturer narrative:
H6: investigation summary two photos were received and evaluated. One photo showed the graphic side of a 3ml syringe (p/n 309657) blister package from batch #0072340. One photo showed an unpackaged 3ml syringe with a vertical crack extending from the 1.5ml grad line to halfway between the 2ml and 2.5ml grad lines. The damage observed was non-conforming per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0072340 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe barrel was cracked. The following information was provided by the initial reporter: "user noticed a crack in the syringe between 1.5-2ml markings.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe barrel was cracked. The following information was provided by the initial reporter: "user noticed a crack in the syringe between 1.5-2ml markings."